Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. All keypad functioning properly. Device passed the self test and displacement test. Device was monitored and no missing segments or keypad anomaly noted during testing. Device was received with broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer's blood glucose was unknown. The insulin pump dropped and had a big crack on the screen so it was hard to see the details. It was stated that the sticker of the keypad have protruded greatly making the keypad hard to press. The troubleshooting was performed for the damage. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.